Manufacturer narrative:
Following discussion with nurse revealed no cases of skin breakdown - only initial redness which resolved postoperatively. Long contact with the chest pad without relieving pressure may cause redness. This usually resolves itself, as was the case with reported event.

Event description:
It was reported that multiple occurrences of redness/skin breakdown on patients undergoing prone surgery during (B)(6) 2019 to (B)(6) 2019. Second MDR 2921578-2019-00030 was created to report the second patient, as this event occurred on at least 2 patients.

Event description:
It was reported when they were tilting the table, the table slipped which caused the patient to fall off the table. Patient was not strapped to the table top.